Event description:
A us dist contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is complete. The reported problem (will not power a monitor) was confirmed. As received, the battery pack would not power a monitor. Upon eval, the pca board and cells were damaged. The cause of the battery pack's inability to power on a monitor is the damaged pca and cells. The cause of the damaged pca and cells was isolated to liquid contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unk contaminant. No adverse event resulted from the defective battery pack.